Manufacturer narrative:
Additional information: the device was safely removed from the patient without intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned loose in the product pouch inside a bio hazard bag. Product ID verified from batch number on label. The spider wire returned loaded in detached tip of the device and an introducer sideport tubing. The device was decontaminated with cidex opa solution soak. Visual inspection confirms that the housing has broken distal to the anchor pockets and was fully detached. The cutter is positioned distal to the cutter window. The detached tip was confirmed to be loaded on the spider fx wire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone atherectomy device with a 6fr non-medtronic sheath and 7mm spider fx embolic protection device during treatment of a calcified cto (chronic total occlusion-100%) in the patient¿s mid superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. IFU was followed. Pre-dilation was performed. It is reported that moderate resistance was noted when trying to advance the hawkone through the lesion even after pre-dilation. After the second attempt to cross, the physician noticed the sheath had been pushed back so the hawkone was being removed over the spider fx. On removal of the hawkone device, the physician noted the nosecone was missing, due to the spider fx becoming entangled with the hawkone. The nosecone was dislodged within the sheath. No detachment reported for the spider fx device. There was no harm or injury to the patient. On removal the physician decided to compete the procedure with pta balloon. No patient injury reported.